Event description:
Additional information indicates that pocus performed for pump repositioning.

Manufacturer narrative:
Additional information has been provided in b4 (event description), including further detail regarding [sequence of events/clinical course/device interaction]. Upon review, it was identified that the UDI (d4) was inadvertently omitted in error, the complete UDI has now been provided. Corrected information has been provided in e4 (reporter also sent report to FDA) to accurately reflect the information. Corrected information has been provided in g4 (PMA/ 510(k) following identification of device.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. Mechanical interaction: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 70-year-old male patient for support of shortness of breath. Patient was on levo alone to start, that was increased and dobutamine was also added. Patient was taking cardzem and that was stopped. Amio was also added and this is when patient became hypotensive and rapid was called. Patient was taken to cardiac catheterization laboratorywhere right heart cath was performed and impella was placed.